Event description:
On 04/21/2008, it was reported that the pt died one month earlier. The precise cause of death was not indicated in the report. No further info is available. Product was requested to be returned for evaluation.